Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with an na value of 146.3 mmol/l. The sample was repeated three more times, resulting with na values of 137 mmol/l, 137 mmol/l, and 136.8 mmol/l. No adverse events were alleged to have occurred with the patient. The investigation could not identify a product problem. The cause of the event could not be determined.